Event description:
It was reported that during surgery the nick was noted in the middle of the lens and had to be cut out. Additional information has been requested and received stated that lens was explanted same day and changed with the replacement lens, there was no patient harm. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens was returned positioned incorrectly in the lens case. Solution was dried on the lens. Both haptic were bent in the gusset and distal area. The optic was cut into two portions, typical of insertion and removal. One cut optic portion had a nick/chip near the center close to the cut damaged area. Qualified associated products were indicated. The reported lens damage was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met company release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Information provided that the viscoelastic was ¿cool but not room temperature¿. The exact room temperature was not provided. The instruction for use IFU indicates that the recommended room temperature should be between 18° c (64° f) and 23° c (73° f). The manufacturer internal reference number is: (B)(4).